Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that during a 4th and 5th metacarpal fracture, the ar-8737-38 driver was used to implant the 3.5mm compression screws. During insertion of the a 3.5mm headless compression screw in the 4th met with hand (not under power) and the tip of both cannulated drivers broke. We did drill the entire length with the 2.7mm drill in the set before implanting. The case was completed using a solid driver from the set. Additional information 2/15/2021: both driver are the same lot number, all broken pieces were retrieved from the patient.

Manufacturer narrative:
It was reported that the drivers broke. The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that both drivers had fractured at the threaded region of the device. Additionally, due to the fractured state of the device, accurate measurement analysis and functional testing could not be conducted. The root cause of the reported failure mode is undetermined.